Event description:
Hcp reported pt experienced a mental status change associated with depression, not due to the device. The left dbs device was found off. The pt was hospitalized and the treatment is ongoing. No report of device explantation.